Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer whose indication for use is parkinson's dual and movement disorders reported the left side was shocking the patient and the right side had fizzled out so stimulation had been off since (B)(6) 2015. The patient could not eat or drink. Reference manufacturing report number: 3004209178-2016-12595.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.